Manufacturer narrative:
The reported event was "the patient developed ventricular tachycardia during the procedure". As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the patient developed a ventricular arrythmia and required external defibrillation. The implant was stopped and a new device will be implanted at a later date. No adverse patient consequences were reported.